Event description:
It was reported that the fastfix 360 curved anchor failed to deploy t2 anchor while being implanted. Surgical technique as per usual. Other ff360 anchors, curved & reverse curved, were used and implanted successfully. Meniscal repair was completed with no other incident and there was no significant delay. The failed anchor was removed from patient's knee. Item was set aside but due to hospital infection control policy, product was not allowed to be sent off as sample.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence.